Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced a cardiac perforation and tamponade. The patient also experienced a drop in blood pressure and pulseless electrical activity was observed. A pericardiocentesis procedure was performed, along with cardiopulmonary resuscitation (CPR), however, the patient later died.